Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was noted that the device was no longer working. The aus was explanted and replaced. There were no additional patient complications.